Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm) 3. The system was tested and verified as ready for use. This usm was returned for failure analysis and the reported errors 23069 were confirmed but not replicated. In system logs, the error 23069 was found on axis 3, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the 23069 error was present during power up. The usm was then installed onto a patient side cart fixture test platform where all relevant testing was passed within specification. As a result of these findings, failure analysis was able to conclude that the insertion chipencoder virtual absolute printed circuit assembly within the usm was found to be the potential root cause of the reported event.

Event description:
It was reported that during a da vinci-assisted oophorectomy surgical procedure, a recoverable error occurred on universal surgical manipulator (usm) 3. The customer recovered the error, but the error came back. The customer advised the customer to perform hard power cycle on the system, but the surgeon elected to disable usm 3 and continue the procedure with the remaining three usm arms. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotic coordinator and obtained the following additional information: the procedure could be completed robotically with the remaining three usm arms.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Updates to annex c and g.